Manufacturer narrative:
(B)(4). Eval, results: (endoleak) result/conclusion: (severely tortuous vessels with severe thrombus). Film eval: an internal review of returned films was inconclusive as to the type fo case of the endoleak.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 4.2 cm in diameter iliac aortic aneurysm. It was reported that the pt had a conventional open repair tube graft on an unk to treat an abdominal aortic aneurysm. Due to the location of the iliac aneurysm the left hypogastric artery was coiled with 7 coils. The vessel morphology was reported as the aortic neck in the but graft was 25 mm in diameter, there was a pseudoaneurysm, just distal to the renal artery and proximal of the convention graft. The left iliac artery was severely tortuous and the right iliac artery had mild tortuosity. There was severe thrombosis. The physician elected to implant a talent converter device with a femoral to femoral bypass. The talent converter was inserted and deployed via the right iliac artery. An endurant iliac limb was implanted distally extending the stent grafts down to the right hypogastric artery. An angiogram was performed and there was a proximal type 1 endoleak present. Ivus was performed and demonstrated that there was infolding on the proximal portion of the talent converter, most likely due to the implantation of the device within a conventional graft. The physician used a reliant balloon to model the stent graft however the endoleak did not resolve. The physician elected to implant another manufacturer's stent graft and the infolding was resolved however, the type endoleak was less, but it was not resolved and appeared to possibly be a type iii endoleak, junctional. The physician implanted an aneurx aortic cuff but the endoleak did not change. The physician modeled the stent graft again but the endoleak remained. No additional clinical sequelae were reported, and the pt is fine. (MFR report #2953200-2011-01663, 2953200-2011-01664, 2953200-2011-01665).